Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected restart alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found inside the pump. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after being submerged in water. Customer's blood glucose was 159mg/dl at the time of incident. The product will be returned.